Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594 mg/dl, and a moderate ketone level. Cause was not known. Customer required assistance from daughter to address bg via a manual injection of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.